Event description:
It was reported by a customer that upon initial use of the fiber a "scattered aim beam" was observed. Two additional fibers were opened and experienced the same issue. The physician cancelled the case. Reference: MFR #2937094-2011-02025 & 2937094-2011-02026 for additional fibers.

Manufacturer narrative:
(B)(4) - was used for scattered aim beam.